Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion due to high threshold on the right ventricular (rv) lead. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2008; 4193 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.